Event description:
Reported due to retinal artery embolus the patient was admitted with a "tight occlusion" in the left internal carotid artery (ica) that was discovered during a CT scan of the neck in 10/2005. A carotid stenting procedure using the xact stent was performed in 11/2005. The patient was found to have a lesion in the left ica that was 99% stenosed. The lesion was first predilated with a 2.0 x 20mm voyager balloon. This was followed by deployment of a 6.0mm embolished device. Another pre-dilatation using a 4.0x15mm voyager balloon was performed, followed by deployment of an 8mm x 30mm tapered xact stent. A 5.0 x 20mm aviator balloon was used to post-dilate the stent. Final stenosis was o; however, there was a slow, antegrade flow noted in the vessel. Export catheter suction from a percusurge device was performed prior to removal of the embolishield. The patient complained of a "a left visual field disturbance" after the procedure. This disturbance can be attributed to a "possible retinal artery embolization". A CT scan of the brain was performed in 11/2005 and was "negative for hemorrhages or infarctions". There were no additional treatments performed. The patient was discharged to home on 11/29/2005 with plans to continue observation of the visual defect on an outpatient basis.